Manufacturer narrative:
Exemption number e2019001. Visual and functional inspections were performed on the returned device. The reported stretching was confirmed; however, the reported inflation issue could not be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation was unable to determine a conclusive cause for the reported complaints. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of this device.

Event description:
It was reported that the procedure was performed to treat a heavily calcified, non-tortuous right coronary artery. The 4.0x8mm nc trek balloon dilatation catheter (bdc) was pressurized to an unspecified pressure. During inflation, it was noted that the distal end of the balloon did not inflate and the distal shaft was noted as stretched. The bdc was replaced with a new unspecified balloon to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.